Event description:
A customer reported that an ophthalmic system had difficulty priming and top two lights were not working. Procedure details and patient impact have not been provided. Surgery was completed with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator was returned for testing on this investigation. The system was tested and found to meet product specifications. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened but it was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received at the for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The reported event was not replicated and there was no problem found. The system was found to have no problem. The returned illuminator was also determined to meet specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported "illuminator issue". The "priming issue" was not replicated. The tabletop illuminator was replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of illuminator issue is attributed to nonconforming tabletop illuminator. Based on the information obtained, the root cause of the reported event of priming is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).